Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-12990, (B)(6), was received for investigation with an ar-12990n needle stuck inside. The device investigated was the ar-12990 knee scorpion and functional testing was performed on the returned ar-12990 with an ar-12990n batch number: 11127125 and it was found that the needle could not be fully inserted, the ar-12990n was met with resistance and could not pass through the shaft of the device. The most likely cause of the reported failure is user error in the device. Excessive force was used during the firing of the needle, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a transosseous root suture the needle broke in the scorpion. The broken part was stuck in the scorpion. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.